Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, ·suggested event: "foreign material adhered inside the biopsy channel". The legal manufacturer confirmed that the customer's reprocessing steps were in accordance with the instructions for use. Based on the results of the investigation, olympus was unable to determine what foreign material was involved. However, it was confirmed that the foreign material remained in biopsy channel. There was no physical damage to the locations of the foreign material. Therefore, deviation of the reprocessing method from the instruction manual may have caused the foreign material to remain. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. The inspection method states in instruction manual (disinfection/cleaning/sterilization section), chapter 3, cleaning, disinfection, and sterilization procedures, ¿chapter 3.5 manual cleaning, brushing the channels¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign matter attached inside the forceps inlet channel. There were no reports of patient involvement.